Event description:
It was reported that medicine leaked from the bd plastipak¿ concentric luer lock syringe tip. The following information was provided by the initial reporter: "drug leakage from the tip."

Manufacturer narrative:
Investigation: one photo was provided to our quality team for investigation. Through visual inspection, the photo displays a 50mlll plastipak syringe used in a tray and leakage can be observed in the tray. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tip and thread verification tests. As the lot involved in this incident is unknown, a device history review could not be performed and additional retained samples could not be evaluated. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that medicine leaked from the bd plastipak¿ concentric luer lock syringe tip. The following information was provided by the initial reporter: "drug leakage from the tip".